Manufacturer narrative:
Additional information: the suspect power supply was returned to manufacturer. Findings are not yet available as the evaluation process was still in progress at the time this report was filed.

Manufacturer narrative:
The analysis on the power supply of the imaging system was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power supply for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power supply has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-ray function for the imaging system was intermittently losing functionality. Restarting the imaging system did not resolve the reported issue. To continue with procedures for the day, the site had a second medtronic imaging system. No additional information was provided. There was no patient present when this issue was identified.